Manufacturer narrative:
The customer indicated that the red strip tubing attached to the dispense probe was split and did not have spare tubing. A bci field service engineer (fse) reported the lower trays on the slide maker were filled with diluent and blood. The actuator panel was also flooded. The fse replaced tubing that showed wear and failure, decontaminated slide maker, and cleaned up the lower trays and internal compartments with bleach solution. The smear truck was aligned and full operation of slide maker was checked. No issue was found. The root cause for the event was wear and failure of multiple slide maker tubings.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a bloody leak located around the dispense probe of coulter lh750 slidemaker. The customer was wearing personal protective equipment and cleaned the spill with the appropriate disinfectant. The facility has an exposure plan. Msds was not reviewed. There was no report of blood exposure to mucous membranes, eyes, mouth, or open lesions. There was no death, injury, or change to patient treatment associated with this event.